Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There is no reported adverse event with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 05/10/2017 with the following findings: review of the black box data revealed evidence of partially discharged battery installed in the pump on multiple dates. On investigation, the pump powered on using the returned battery cap. Electric current draws were evaluated and found to be within required specifications. The pump was exercised for 24 hours without evidence of a battery life issue. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked.